Event description:
The customer observed a falsely elevated architect total -hcg result for a patient sample. The following data was provided (interpretation of results: </= 5.00 miu/ml = negative, >/= 25.00 miu/ml = positive): initial test = 42.35 miu/ml, repeat = <1.2miu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Update: section h4 - device mfg date updated from blank to 6/1/2019 the field service representative (fsr) performed trouble shooting, inspected the instrument and found a large quantity of crystals at the pipetting opening. Service cleaned the pipette opening which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i1000sr did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Review of the product monitoring review for alinity I/architect ia did not identify any similar issues related to the architect system. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i1000sr, serial number (B)(6), was identified.

Event description:
The customer observed a falsely elevated architect total ¿-hcg result for a patient sample. The following data was provided (interpretation of results: </= 5.00 miu/ml = negative, >/= 25.00 miu/ml = positive): initial test = 42.35 miu/ml, repeat = <1.2miu/ml no impact to patient management was reported.